Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap extended life transfer set and the adapter which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. The leak was further described as ¿leaking pd fluid from the end of their pd catheter." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.